Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The pace/defib engine board was replaced as a precaution. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.